Manufacturer narrative:
On (B)(6) 2015, a medtronic representative, following-up at the site, reported the software the surgeon was using was (B)(4). Currently, the navigation system works normally. On (B)(6) 2015 further follow-up at the site, the medtronic representative was gold the exit occurred during navigation. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site medical engineer that, while in a cranial procedure, the navigation system unexpectedly exited. Inspection was performed, however, there was no issue confirmed. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.